Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, found the device to be underweight, and a crease flat. A microscopic analysis was performed which identified a sharp edge opening with non-penetrating nicks assessed as surgical impact opening on radius side. A dimension measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp(edge) opening with non-penetrating nicks due to surgical impact, and non-penetrating nicks. (Stress marks).

Event description:
Patient reported right side rupture. Device was explanted.